Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when providing respiratory treatment to a patient, the knob cannot adjust the parameters, and cannot accurately adjust the parameters in an emergency, which may cause adverse harm to the patient. No patient harm occurred.